Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies were not on the bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus. The field service engineer (fse) identified that the auxiliary drawer 7 had damaged rails and broken retractor band. Fse then replaced the damaged full height drawer and restored functionality. The fse confirmed proper operation through customer testing after the replacement. The system functioned as intended after field service engineer repaired the device.